Manufacturer narrative:
Medtronic received additional information that the valve-in-valve procedure has not been performed and is not currently scheduled. At this time, this valve remains implanted and in use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the replacement was due to severe aortic insufficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 23 mm aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.